Event description:
A nurse reported to baxter that a patient adaptor of a transfer set was not connected to the titanium adaptor well. There was patient involvement. No patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and no root cause could be determined. One use set with no cap on the spike and no cap on the patient connector was received for evaluation. Functionally, the set was hand tightened with a lab (japanese) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. A visual inspection was performed with no manufacturing abnormalities noted.